Event description:
It was reported to baxter (B)(4) that an infusor lv 50 device was leaking from the filling port during filling. The device was being filled with ropivacaine hydrochloride hydrate when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow. The root cause was determined to be a glass fragment trapped between the check band and the stressmember. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.